Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that does not turn on. It is unknown when this event occurred. The quality engineer later assigned the damaged battery to be the determined problem. The facility representative stated that there was no patient involved; therefore, there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that would not turn on was confirmed and reproduced during product evaluation. This condition was caused by a swollen main battey. The main battery was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.